Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The customer reported that the device always had cm (centimeter) only measurement on pole mount and when they were swapped out in the past year, they received pole mounts with both measurements. The nurse inadvertently measured on the wrong side. Patient impact was unknown. Additional information has been requested.

Manufacturer narrative:
Investigation completed 6/8/2017. No unit was returned as part of this complaint. The described condition is the actual product design and thus considered to be within specifications. Since no lot number was provided, no device history record (DHR) was reviewed. Review of product's ncr, and CAPA history from may 2015 ¿ may 2017: no related ncr, CAPA, or scar was opened during the period of may 2015 ¿ may 2017. Upon review of integra's complaint system from may 2015 - may 2017, this is the only complaint related to ¿product having two (2) different scales¿ for the pole mount product family. (B)(4). The customer expresses that the nurse was used to use a different pole mount model. As stated in the complaint information, the previous product used by the nurse only had a cm h2o scale. Ins400 comes with mm hg and cm h2o scales, but these are clearly identified on the top side of the graduated rail. The IFU is also specific that the ins400 has a fixed rail graduated in cm h20 and mm hg (-6mm hg to + 23 mm hg / -9 cm h20 to +32 cm h20). The IFU also identifies other models available such as ins400cm which has a fixed rail graduated in cm h20 only which may be acquired by the hospital if a cm-only scale is preferred. The nurse acted based on training received on a different pole mount model and did not become familiar with the new model either through training, reading the new device¿s IFU, and/ or inspecting the characteristics of the new device; therefore, the root cause for this event is user related.

Manufacturer narrative:
Additional information received from the customer on 25may2017: on (B)(6) 2017, the nurse inadvertently measured on the wrong side. Of the device. The evd holder that the user facility had prior to exchanging them for the clips had both sides with cmh2o. This is what was shown in their education. The nurse leveled the 17 year old male patient to 10 mmhg @ eam instead of 10 cm h20 @ eam. This caused the drain to be higher and put out less csf drainage than expected but there was no adverse consequences. It was discovered that the measurement was wrong by the nurse coming onto night shift who noticed that there was two different sides (cmh2o and mmhg) and looked at the educational material with pictures and saw that the holder in the picture had cmh2o on both sides. She releveled the drain to cmh2o notified the picu clinical nurse specialist. The length of time the product was in use with the wrong measurement before it was noticed was a 12 hour shift. The product will not be returned for evaluation but a picture showing both measurements was provided.